Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that auto mode switch episodes were noted on remote transmission. The device intermittently sensed a fine atrial signal leading to the mode switch. There were no impedance anomalies. In the clinic it was noted that p waves measured low. Isometrics were performed and noise was reproduced on the atrial bipolar and atrial sense amp channels. A possible lead issue was suspected. Programming changes were made with atrial lead turned off. Patient was asymptomatic.